Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was misaligned and stopped functioning as intended. Customer's blood glucose level was 415 mg/dl. Reportedly, customer had manual injections as alternate insulin therapy.